Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend (vse) instrument was insufficiently sealing mesentery tissue and vessels, resulting in unexpected bleeding from the inferior mesenteric vein and superior rectal artery. At the time of the event, it's unknown if an audible (continuous) tone was heard when the pedal was pressed for the sealing sequence. The fast audible tones were heard by the surgical staff, indicating the seal cycle completed. The physician felt that the observed tissue effect was not completely sealed, so the surgeon made several sealing sequence attempts to seal the tissue. There was unexpected bleeding after proceeding to cut . The bleeding was controlled with cautery and the vse instrument was used for the remainder of the procedure with no further issues. The vse instrument caused a 15-29 minute delay to the procedure time. The procedure was completed robotically and there were no post-operative complications. The patient has already been discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument and performed failure analysis. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. A visual inspection displayed no signs of physical damage. There was no problem detected. A log review showed that the vse instrument was installed 2 times and passed homing each time. There were 15 cut complete events that were noted. The logs show 1 coag event with no error and 66 seal events with 20 errors indicating that the user likely tried to cut too thick tissue. The logs show some erbe generator related errors which may or may not be related to the complaint. The instrument was used for about 20 minutes. A review of the video clip provided the following information: throughout this video, prior to the bleeding occurring, there were multiple instances of incomplete seals where the system is warning the user to ensure an appropriate amount of tissue is in the jaws which could lead to insufficient sealing. There is also frequent flickering of the blue seal pedal throughout the video, which means the pedal was pressed-released, and then quickly pressed again. The vessel in question also appeared to have been at the very distal tip of the instrument and may have not been fully sealed before it was cut due to its positioning. At the 10:29 mark, similar actions and system messages were observed to what was seen at 1:52 (multiple seals in the same location without opening or moving jaws, system messaging to ensure appropriate amount of tissue is in the jaws). These seals seem to hold, however when the surgeon releases the retraction while using the fenestrate bipolar forceps instrument on universal surgical manipulator 1, the vessel begins bleeding. The remainder of the video consists of the surgeon attempting to control and resolve the bleed with pressure, suction, and eventually bleeding is stopped with a laparoscopic clip applier. The surgeon resumes dissection with the vessel sealer at 17:07 and the video then concludes.